Manufacturer narrative:
The pump remained in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 89 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received multiple shocks from an implantable cardioverter defibrillator on (B)(6) 2016 while at home. The patient was transferred to the hospital and amiodarone and lidocaine were administered. The patient also required further defibrillation, intubation, and sedation. The patient was transferred to the implanting center. The patient experienced ventricular fibrillation and was defibrillated with 360 joules. It was reported that the patient converted immediately to a paced rhythm and that intravenous amiodarone was administered. The patient¿s inr was 2.5 and the blood lactate level was 3 mmol/l. The patient had severe acidosis requiring intravenous bicarbonate. On (B)(6) 2016, the patient awoke and was extubated. It was reported that the patient had loss of vision and left arm weakness. A head CT showed multiple infarcts. The patient was administered intravenous dexamethasone. The vad clinician reported that the symptoms were observed on (B)(6) 2016, but likely began in the twenty four hours prior and was undetectable due to intubation and sedation. The clinician also stated that the multiple infarcts were likely due to arrhythmias and subsequent defibrillations and not any pump issues. There were no lvad system alarms associated with the event. It was reported that the patient was stable, with left sided weakness and blindness. Anticoagulation was restarted and the plan was to discharge the patient to rehabilitative and supportive care.